Event description:
It was reported that the patient had a head and poly swap due to dislocation on left hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information will be requested and if received, will be provided in the supplemental report upon completion of the investigation.